Event description:
The customer reported that the system boots up with a filament cal required and collimator cal required. No pt injury was reported.

Manufacturer narrative:
The ge svc rep erased and reloaded the nodes and reloaded the calibration files. He booted the system 4 times with no problems. He tested the system operation with no problems. The system is functioning as intended.